Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed because no product lot number was reported.omnipod insulin management system ¿ user guide:model: ust400,14421-aw rev h 01/16,using the pod 5 / page 44,living with diabetes 9 / page 107.warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin.advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The customer reported irritation that is itchy, red, and oozing. It is the size of the pod and the skin is darker in the area. Her doctor prescribed a steroid cream. The patient was also diagnosed with hyperpigmentation. Pod wear is longer than 48 hours. This event occured in (B)(6), but an exact date was not provided.